Event description:
A cq2005v model lens was implanted but the surgeon was not able to position the haptic or settle the lens in the bag. The lens was removed with no patient injury. The lot number and model of the injector and cartridge are unknown.